Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported event as the device functioned as designed. A visual inspection found that there was dried tissue on the jaws of the device consistent with use. The jaw symmetry is balanced, there was no visual damage noted. The first point of contact for the jaws is at the distal end; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .368", (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found all 4 legs were exposing metal. A portion of the flare is broken and missing measuring approximately 25%. The broken portion of the flare was not returned for evaluation. The blade extends, retracts and cut the dental dam as design. During inspection the blade was noted to be off center when the jaws were fully extended. The tip of the blade was measured to the inside of the jaw, measured at 1.26 mm gap when blade is fully extended. The lock function of the device engages and releases as design with no anomalies found on the shaft. The device was plugged into the test generator and displayed a vp3/35 which is the correct default setting. The instruction manual warns users: "do not grasp tissue beyond the serrated teeth. Ensure forceps jaws are in contact only with the anatomical structure to be coagulated. "

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the generator displayed "regrasp" error and the device would not coagulate. It was reported that the device was unplugged and then reconnected it activated one time, but then stopped again. There was no bleeding reported. The procedure was completed with an unknown device. There was no patient injury reported.